Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
During a bwi clinical study, a patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter on (B)(6)2024, and by (B)(6)2024, the patient experienced third degree atrioventricular (av) block--which was categorized as moderate and not serious. Relationship to study devices (thermocool smarttouch sf and pentaray) is causal, and relationship to the index study procedure is causal. The outcome was that the patient's consider recovered/resolved on (B)(6)2024. Intervention provided was an ICD (implantable cardioverter-defibrillator) upgrade.